Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Customer successfully reloaded same cartridge, after which insulin therapy was resumed and issue was resolved.